Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed undersensing and oversensing noise on the insertable cardiac monitor (icm). No changes or interventions were reported. The patient condition was stable.